Event description:
It was reported that an ilet bionic pancreas had a screen/unlock malfunction in which the unlock function became unresponsive while other icons remained tappable, and the user was unable to unlock or force restart the device; a replacement device was provided, and the original unit was later located and is pending return for evaluation. Symptoms included no reported adverse clinical effects, and blood glucose levels were reported as unaffected. Outcomes included no medical intervention, hospitalization, or interruption of insulin therapy reported. Investigation included collection of device history and return logistics to enable physical evaluation. Investigation of this case revealed a suspected user interface failure of the display/touch subsystem consistent with a screen responsiveness malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.